Manufacturer narrative:
A1102, a12: "camera not connected" d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). G2: this event occurred in japan, see section e. H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c08, and d02 are applicable. H3, h6: the returned positioning sensor unit (psu) was analyzed. A check of the event log did not show any adverse events. However, the psu failed an accuracy test (aak) at .339mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a camera communication error that occurred. Recovered after multiple reboots. There was no patient involvement. Additional information was received. It was reported that "camera not connected" was displayed.